Event description:
The user facility reported that the bur broke off in the drill during a procedure. The procedure was completed successfully without a surgical delay; no adverse consequences or medical intervention were reported.